Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The customer reported when the surgeon was locking the set screw with the final screwdriver, the head end of the screwdriver was broken. The surgery was completed using another final screwdriver. A surgical delay of twenty (20) minutes was reported. Upon receipt of the returned driver, visual evaluation of the device identified that it is not broken but twisted.

Manufacturer narrative:
The returned driver was examined. The distal tip was found to be twisted in a manner consistent with blocker final tightening. A review of the manufacturing records did not identify any issues which would have contributed to this event.